Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specs. The cuttings in the insulation and the deformation of the outer coil occurred most likely during the surgery. The analysis did not reveal any sign of a material or mfg problem.

Event description:
Boston scientific received info that a lead revision was done on this atrial lead. During the lead revision procedure, the pocket was opened and the lead was damaged by either the scalpel or the cautery. The lead was explanted and replaced. To date, there have been no add'l adverse pt effects reported.